Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this event would not be associated with the device but rather would be user related.

Event description:
The drill bit broke upon turning on the drill. There was no adverse consequence for the pt or delay in surgery or anesthesia time.